Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer stated that after obtaining hi she had administered insulin and had tested and obtained hi again. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was unable to read the lot number on the test strip vial; lot number was unable to be obtained. Customer's information was provided to technician who had attempted to call customer to obtain further complaint details but had been unable to reach the customer via telephone. No further information was able to be obtained.